Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer's blood glucose values were 500mg/dl and 300mg/dl. Customer declined to troubleshoot for the blood glucose value issues. Insulin pump will be returned for analysis.

Manufacturer narrative:
Unit had cracked reservoir tube lip. The test reservoir locked in place properly and no anomaly noted.